Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 480mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test and excessive no delivery test. However, it was unable to prime unit during the prime test and it also alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. No unexpected no delivery alarms noted during testing. The device had minor scratches on lcd window and missing end cap sticker.